Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v880221, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device was removed because it kept popping out as the patient had a lot of weight loss a couple months prior to report. It was stated the patient¿s doctor was going to put it back on once everything was complete with the weight loss. It was noted the patient still had their lead implanted. Reportedly, the patient¿s device was removed on (B)(6) 2014.